Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding the intervention pertaining to the previously reported fistula event. It was reported that patient had been hospitalized and required a transfusion.

Manufacturer narrative:
(B)(4). Results: paralysis, infection. Use of a distal main stent graft as a proximal main stent graft. Conclusions: paralysis, infection. Use of a distal main stent graft as a proximal main stent graft.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 67 mm diameter pre-operatively ruptured thoracic aortic aneurysm. Length of proximal neck was 50 mm, length of distal neck was 157 mm, proximal diameter of aortic neck was 31 mm, distal diameter was 29 mm, and minimum diameter of the main access vessel was 9 mm. It was reported that the patient suffered from arrhythmia on the same day of implant and atrial fibrillation during and after the procedure which was resolved one day later after defibrillation (external electric shock) and medication was administered. The investigator assessment states that the event is not device related, but is related to the procedure. The patient also suffered from left recurrent laryngeal nerve paralysis secondary to the surgical procedure for transposition of the supra aortic trunk. The event is unresolved and continuing. The patient is in ongoing speech therapy re-education. The investigator assessment states that the event is not device related, but is related to the procedure. One day post implant the patient suffered from early post-operative pneumonia that was treated with medication without bacteriological, requiring non-invasive ventilation until day 10 post implant. The event resolved and the patient recovered. The investigator assessment states that the event is not device related, but is related to the procedure. One day post implant the patient suffered from post-operative, early sterile, bilateral pleural effusion that required bilateral drainage for 12 days. The event resolved and the patient recovered. The investigator assessment states that the event is not device related, but is related to the procedure. One week post implant the patient suffered from sepsis from the central catheter. The event resolved after ablation and the patient recovered. The investigator assessment states that the event is not related to the device or procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that, per clinical event committee (cec), the digestive hemorrhage secondary to aorto-esophageal fistula leading to patient death could be attributed to the presence of the device and the thoracic disease. The patient was diagnosed with aorto-esophageal fistula and had ongoing issues related to that until the time of death. Stent graft imaging just before death revealed a significant decline in the size of the aaa as well. The cec assessed that the digestive hemorrhage secondary to aorto-esophageal fistula leading to patient death was related to the device and aneurysm, but not related to the procedure.

Event description:
Additional information was received as follows: CT with contrast showed there was a fistula between the endoprosthesis and the esophagus. The investigator assess this event as not device related, but procedure related. Septic syndrome leading to the detection of a fistula between the endoprosthesis and the esophagus was found on the CT scan. There was a good clinical outcome under antibiotic treatment only. The decision was made to not perform the removal of the infected endoprosthesis considering the patient's age. There was worsening of the esophagean fistula on the follow-up CT scan with intra-vascular peri-prosthetic bubbles. The patient is a symptomatic. Decision to position an esophagean endoprosthesis in order to exclude the digestive fistula and antibiotherapy administration. A diagnostic procedure (esophagean endoprosthesis) positioning was done.